Event description:
It was reported that during a sleeve gastrectomy procedure, after the third successful firing the echelon was handed off to the scrub tech for a new reload. When the tech attempted to load the next reload it was discovered that the previous reload left behind the metal base that is supposed to be attached to the bottom of the reload. The rep will be returning the echelon & reload. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned with no visual non-conformances and with two reloads present. Reload (a) was received unfired and in good condition; reload (b) was fully fired and with the cartridge pan dislodged. The device was tested for functionality with the returned reload (a) and it fired, cut, and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.